Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, and as a consequence of the on-site trouble shooting, it was found that a communication error occurred due to the effect of the attachment of fluid or foreign matter to the electric contact of the scope and scope socket, and b30 error was displayed. No error was found after the scope was replaced. Additionally, it was determined that e103 error was displayed because the lamp did not light up due to the use of non-olympus lamps or due to the life of the lamps for 400 hours have passed. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The instruction manual <operation manual /evis exera iii high brightness light source device /olympus clv-190> identifies the following related verbiage which could have prevented the phenomenon: ¿·4.3 connect the endoscope ·note the scope connectors should be connected in a sufficiently dry condition, including the electrical contacts. If wet, the image may disappear or lead to failures such as flicking.¿ ¿·chapter 7 care, storage, disposal, body care/warning use the light source connector cleaning kit (maj-2087) sold separately to periodically clean the output connector. For more information, see the instructions for use refer to of the light source connector learning kit. After using this product, immediately remove the dirt according to the following procedures. If cleaning is delayed, organic contamination may coagulate and become less likely to fall. Also, remove the dirt periodically.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer while being advised by olympus¿s technical assistance center (tac) mentioned a 190 scope displayed an e103 (lamp) error. The customer was not using an olympus bulb and the lamp was reading at 400 hours. Then the error went away and did not display with the 180 scope. Tac informed the customer to replace the bulb on the evis exera xenon light source with an olympus maj-1817 (bulb) to resolve the issue. The event occurred during a procedure. There was no report of patient harm. Event 2 of 2: this report is being submitted for the issue with the evis exera iii xenon light source was reported under medwatch patient identifier (B)(6). The issue with evis exera iii video system center, under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.